Event description:
It was reported that the customer had high blood glucose levels of 370 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer reported rewinding the insulin pump, reinserting the reservoir into the insulin pump and run a manual prime. The customer also reported that in their panic, he manually pushed insulin from the reservoir. The customer reported replacing the entire infusion set including the reservoir as soon as he got home. The customer was advised that the occlusion may have come from a connection issue due to the reservoir, infusion set or infusion site. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.